Manufacturer narrative:
This report is filed january 22, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss due to eroding bone.

Manufacturer narrative:
Correction: the patient did not experienced a loss of osseointegration as previously reported. The implanted device remains. This report is filed april 22, 2016. The implanted device remains.